Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The battery change did not clear the alarm. She lost the battery cap. Customer's blood glucose level was 108 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, and a stained end cap sticker. The insulin pump was received without the battery cap.